Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 300cc, catalog number 3543007mc, lot number 150396. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with gel mentor memorygel breast implant 300cc and experienced breast lumps bilaterally. In addition, the patient saw the surgeon due to unacceptable bilateral cosmetic appearance. As a result, the patient had undergone removal and replacement with allergan breast implants on (B)(6) 2018. The breast lumps were identified intra-operatively. The breast lump mass has been sent to pathology. Pathology results are pending. The patient had fully recovered after the surgery. This medwatch is for the left breast implant.

Manufacturer narrative:
On 11/14/2018, it was reported to mentor that the device history record (DHR) of lot number 150396 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/12/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/12/2018, it was reported to mentor that the patient experienced bilateral breast lumps. The patient has required device explantation due to unacceptable bilateral cosmetic appearance. No further information is available at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2018, it was reported to mentor that the device evaluation has been completed. Upon receipt by mentor, the device contained cloudy gel. Red material was observed within the device. The device appeared intact. No anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the red material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).